Event description:
Having difficulty with patient's lumbar drain which was inserted in or same day, csf build up under dressing. After md changed to a new drainage system, found that drain was damaged -cracks in plastic along line- and that drain itself was unable to stay attached due to damage. Pt had to have lumbar drain system replaced.